Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during surgery the console for the microblator alarmed after 20 minutes of being used, device was instantly removed from the patient and it was noticed that the end of the microblator was missing and only a wire was showing at the tip. It was tried to locate the missing part in the surgical field and inside the patient through x-ray with no success. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration around the return electrode. The electrode at distal end is detached and not returned with the device. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a known good quantum controller. After activating the device on ablate and coag settings no plasma was produced. The complaint was verified but the root cause could not be determined with certainty. The wand was returned damaged with missing functional parts. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.